Event description:
The customer generated elevated sodium results for one patient while using the architect c8000 analyzer. The customer generated an initial result of 194 mmol/l and a repeat result of 135 mmol/l. No impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, trouble shooting of the instrument, a search for similar complaints, and a review of labeling. An abbott customer technical advocate (cta) instructed the customer to change the ict probe. Replacement of the ict probe resolved the issue.tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of architect c8000 process module, list number 01g06 was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.